Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of 0.9% sodium chloride at 200 ml/hr, the pump module alarmed for occlusion. The door to the pump module was opened and a bulge was found in the pump segment. There was not report of patient harm.